Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: required intervention. Device single use?: no. Device returned to manufacture: yes. Received a 20ga iag bc catheter-adapter assembly within an open package from lot number 7332932. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of catheter broke/separated after placement with lot #7332932 regarding item # 38103414. The sub assembly lot (7226519) was built on afa line 9 on 19aug2017 through 21aug2017 and bulk packaged from afa line 9 for the quantity of (B)(4) units. All challenge, set-up and in process samples were performed according to the quality control plan and all passed per specifications. No quality notifications were initiated during production. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. No physical-mechanical damage was observed on any of the components of the unit received. Minor traces of blood was observed on the catheter tubing. The catheter tip was not missing and was acceptable per specifications. The returned units did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the incident report could not be confirmed or replicated in the laboratory. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that a bd insyte autoguard bc had a catheter tip brake during use. The tip of the catheter was reported to have remained in the vein of the patient. The patient was evaluated by a angiologist. The angiologist performed imaging, but no traces of the catheter were found, and no damage was found.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc had a catheter tip brake during use. The tip of the catheter was reported to have remained in the vein of the patient. The patient was evaluated by a angiologist. The angiologist performed imaging, but no traces of the catheter were found, and no damage was found.